Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) with pain in the lower abdominal and scrotal regions, dissatisfaction, discomfort while sitting, even for brief periods, and sensation of shortness near the glans tip. It was also reported an inflation problem with the device. The ipp was explanted and replaced. There is no additional information reported.

Manufacturer narrative:
D4 unique identifier (UDI) for reservoir: (B)(4).

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) with pain in the lower abdominal and scrotal regions, dissatisfaction, discomfort while sitting, even for brief periods, and sensation of shortness near the glans tip. It was also reported an inflation problem with the device. The ipp was explanted and replaced. There is no additional information reported.

Manufacturer narrative:
D4 unique identifier (UDI) for reservoir: (B)(4). Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The first cylinder was microscopically inspected and leak testing. It was found a hole at the proximal end of the cylinder caused by sharp instrument; and it did not pass the leakage testing due to a leak which was caused by the mentioned hole. The remaining cylinder passed visual inspection and leakage test. Momentary squeeze (ms) passed visual inspection, the leakage and functional test. Finally, the flat reservoir passed visual and leakage test. Based on the information available, the investigation conclusion code of known inherent risk of device was chosen as the allegation relates to pain and discomfort, which are addressed in our labeling and risk documentation. The allegation of an inflation problem was unable to be confirmed due to the damage on one cylinder.